Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wrist wire on mega needle driver instrument was totally broken. A backup instrument of same kind was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information about the complaint: the instrument was inspected prior to use with nothing out of ordinary to be noted. Surgeon was suturing when issue was identified. The surgeon noticed the instrument wire broken, took it out and change another instrument to continue. There was one cable visibly protruding from distal end of instrument. No fragment fell into the patient. The instrument was available for return to isi for evaluation. Photographic images or a video recording of the procedure were not available for review.